Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged / damaged cable) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the wires within the cable were damaged, as well. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the belt connector was damaged and the belt had a damaged cable.